Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: patient was removed from the ventilator for a procedure and the unit was left in standby. On return from the procedure staff placed the patient on the ventilator again but the ip became distorted and unusable. Patient was switched to a different ventilator. No harm to the patient was reported.